Event description:
Independent repair center customer alleged alarming/red light, and the key failure is the compressor is noisy. Associated malfunction for this device: pilot valve incorrect resistance.